Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of rash ("rashes") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced rash (seriousness criteria medically significant and intervention required), autoimmune disorder ("autoimmune issues") and swelling ("swelling"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the rash, autoimmune disorder and swelling outcome was unknown. The reporter considered autoimmune disorder, rash and swelling to be related to essure. Most recent follow-up information incorporated above includes: on 25-jun-2018: social media post received: case became valid. New events autoimmune disorder, rash and swelling added. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of rash ("rashes") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced rash (seriousness criteria medically significant and intervention required), autoimmune disorder ("autoimmune issues") and swelling ("swelling"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the rash, autoimmune disorder and swelling outcome was unknown. The reporter considered autoimmune disorder, rash and swelling to be related to essure. Most recent follow-up information incorporated above includes: on 12-oct-2018: this case was found to be the duplicate of case (B)(4). All the information has been transferred from this case to the retention case (B)(4). Hence this case should be deleted from the bayer database. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.